Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using two gore excluder aaa endoprostheses. It was reported that the preoperative measurement length from the lowest renal artery to the bifurcated portion of the internal iliac artery was 15 cm. The physician deployed the trunk-ipsilateral leg component using a slow-deployment-technique. The deployed ipsilateral leg component unintentionally covered the left internal iliac artery. The physician tried to move the leg of the device proximally to uncover the artery using a balloon catheter, however; the attempt was unsuccessful. Another contralateral leg component was implanted and the physician ended the procedure. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.